Event description:
It was reported that electrogram (egm) review was requested for two ventricular episodes recorded on this cardiac resynchronization therapy defibrillator (crt-d) and it was noted that the patient had a potassium level of 2.2 mmol/l, indicative of hypokalemia. In the first episode, four bursts of anti-tachycardia pacing (atp) were delivered and deemed appropriate. Post-atp, the rhythm was just below the rate cutoff (rco). In the second episode, the patient was in an agonal ventricular fibrillation (vf) with fractionate, split potentials. Prior to the shock, there was double-counting of some of the split signals. Therapy was not exhausted, however therapy was delayed due to undersensing. Subsequently, the patient was admitted, and external shock converted the rhythm. It was noted that the patient was doing well after the external shock. Technical services (ts) discussed programming considerations including changing the rco, removing the atp and short duration, and increasing automatic gain control (agc). This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.